Event description:
Baxter japan received a report that an infusor stopped delivery during patient use at the patient's home. The device was filled with a solution of fluorouracil and saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: baxter received one sample containing approximately 235 ml of solution in the reservoir. The reported delivery stopped condition was not confirmed. Visual examination of the device and connected needle showed no signs of blockage that could have caused the reported condition. A functional test showed that flow was readily observed at the needle. Flow continued without stopping until the solution was emptied from the reservoir. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.